Event description:
The reporter did meter to hcp meter comparison tests, within 10 minutes. Reporter's meter reading was 160 mg/dl (venous draw), and the hcp (doctor's) meter test result was 130 mg/dl. The reporter did not know what method or meter type the doctor's test had been. No control testing was reported. No harm was alleged.